Event description:
The complainant stated that the head of the bed will not lower using the CPR function.

Manufacturer narrative:
The technician isolated the issue to the head cylinder. He replaced the head cylinder to repair the bed.